Manufacturer narrative:
(B)(4). Additional information indicated the manufacturer did not become aware of the reportable event information until 08-dec-2015.

Event description:
Additional information was received from the manufacturer representative clarifying the aware date for the issue of ins rotation. The manufacturer representative had previously intended to relay that the healthcare professional had informed the manufacturer representative on (B)(6) 2015 that the patient had been having issues since (B)(6), not that the manufacturer representative was made aware in (B)(6). The patient made no mention of migration during the appointment in (B)(6). It was further reported that the patient had complained of rib stimulation during the appointment in (B)(6) 2015. The patient had rib stimulation on the right side when lying on her back. The sensor was re-oriented, amplitudes were set for all positions, and adaptive stimulation (as) was activated and reviewed (including changes to the programmer). It was determined that rib stimulation was eliminated by simply decreasing the right program amplitude when the patient was lying on her back. No outcome or further troubleshooting was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Notified date was corrected from (B)(6) 2015. Initial reporter was updated with patient's contact information.

Event description:
Additional information received from the manufacturer representative reported that the patient was seen (B)(6) 2015 by the manufacturer representative and healthcare professional. At that time, the patient had 100% pain relief and her system was entirely functional. It was further reported that the manufacturer representative also enabled adaptive stimulation (as) that day; it was noted that it would be impossible to do so with a "failed" implantable neurostimulator (ins). The manufacturer representative reported that she was not notified if the patient's device had subsequently "failed" after that visit. The first time the manufacturer representative had heard from the patient since then was on (B)(6) 2015, at which time the patient reported to the manufacturer representative that the battery was dead because it had not been charged for "a couple months." A charging session was successfully initiated without a physician mode recharge (pmr). Additional information received from the consumer via manufacturer representative reported that the patient believed the battery may have rotated slightly; however, the manufacturer representative was unable to confirm the current ins position compared to its original implant position. The manufacturer representative believed that the battery did not appear to have migrated as the ins was still in very close proximity to the incision; it had not been confirmed that the device moved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer's representative (rep) regarding a patient who was impl anted with a neurostimulator for chronic low back pain and spinal pain. It was reported the patient's implantable neurostimulator (ins) failed two weeks after implant and at the time of the report, it would not charge and was not running. The device migrated about half an inch. The programmer did not work. The patient was going to have a magnetic resonance imaging (MRI) of the thoracic spine because of a syrinx and the hcp was concerned because she would be unable to confirm MRI eligibility with the patient programmer (pp). Additional information received from a rep reported she was aware of a complaint from the patient two weeks after the patient had been implanted, but the device did not stop working. However, the device had rotated a little in the pocket. The device did not flip and there was no migration. It turned out that the patient was in overdischarge, so the MRI was rescheduled. A rep met with the patient on (B)(6) 2015 for the possible overdischarge. The rep determined that it was not an overdischarge and the device was just discharged as the patient had not been charging the device. The rep was able to do an antenna locate and get the device to charge. The patient was receiving effective stimulation. If additional information is received, a follow-up report will be sent.